Event description:
Pump not infusing due to misfired of tubing into pump. Tubing kinked, pump did not alarm with upstream occlusion. Pump registered as though med had been given. This was a pitocin drip.